Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since the reported phenomenon was not reproduced upon device inspection, it is presumed that there was no problem with the subject device. Therefore, a probable cause is due to usage environment of the operator. For an example, the device could have been in a place where the ventilation hole was blocked and temperature inside the device easily increased. The instructions for use (IFU) states: as to the installation of the device, the instruction manual describes the following. Phenomenon (1) may have been prevented by following this. Keep the ventilation grills of the light source clear. The ventilation grills are located on the rear panels. Blockage can cause overheating and equipment damage. As to the installation of the device, the instruction manual describes the following. Phenomena (2) and (3) may have been prevented by following this. Do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of underlining light failing to illuminate was not confirmed. However, failure of the high intensity function due to a worn-out scope socket and slider switch was identified. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii xenon light source underlining light failed to illuminate during an unspecified procedure. There was no patient harm or user injury reported due to the event.